Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
It was reported that a patient implanted with an impella cp exhibited low flow and pain in the right leg. An external fem-fem bypass was performed to resolve the limb ischemia. Later, the patient complained of numbness, pain, and loss of sensation in the limb. The impella was explanted to resolve the issue.